Event description:
Ge was notified via an attorney that a patient sustained a serious injury during an MRI scan. The injury was reported as being to the chest region. The reported injury was in the form of a second or third degree burn that resulted in scarring.

Manufacturer narrative:
The root cause of the event is still under investigation. Patient information is being sought from the attorney. Warnings and cautions regarding patient warnings and burns are listed in the operator manual.